Event description:
Follow-up information revealed the patient underwent surgical intervention where in the ipg was explanted and replaced. The new ipg was also repositioned.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was experiencing pain at the ipg pocket site and down his leg after getting out of bed on (B)(6) 2017. The patent stated it feels like the ipg was pulled. The patient went to the ER and is now on crutches. The patient will undergo surgical intervention at a future date to address the issue.